Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes there was tube push off seen with an unspecified number of tubes. This was causing difficulty and some tubes were impossible to fill. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - the following fields have been updated with additional information: d10. Device available for eval- yes d10. Returned to manufacturer on: 26-feb-2025 h3. Device eval by manufacturer- yes bd received three samples for investigation. The returned samples were investigated and used in a functional test, with no push off discovered. Additionally, ten retained samples were used in a similar functional test, and none of the tubes were pushed off the needles. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes there was tube push off seen with an unspecified number of tubes. This was causing difficulty and some tubes were impossible to fill. No adverse impact was reported regarding the patient or user.